Event description:
Atrial oversensing noted on the at/af episodes. Short a- interval markers on egm and intermittent oversensed atrial beats on multiple episodes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).